Manufacturer narrative:
Pt info: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. (B)(4) - bioptics performed to correct residual astigmatism. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -10.00/+2.0/095 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2021 due to lens rotation not associated to a low vault. The lens was repositioned but the problem was not resolved and the lens was explanted. The lens was exchanged for a different model and diopter but same length lens and the problem was resolved. Bioptics was performed to correct residual astigmatism.